Manufacturer narrative:
The reported events were lead dislodgement, ¿the sensing and pacing was abnormal,¿ helix mechanism issue and failure to capture. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. The reported events of ¿the sensing and pacing was abnormal¿ and failure to capture were not confirmed. The cause of the reported event of helix mechanism issue was due to the helix clogged with blood/tissue.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had sensing and pacing issues, both of which were unspecified. Additionally, it was noted that the ventricle was not being successfully paced. It was discovered that the rv lead was dislodged via fluoroscopy. The patient was asymptomatic. The physician tried repositioning the rv lead, but the helix failed to retract at some point. The rv lead was explanted and replaced. The patient was stable throughout the procedure.